Event description:
The biomedical engineer reported the ventilator had a constant alarm and would not power off. The ventilator was not in use on a patient, therefore was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician replaced the cpu pcb board to address the reported problem. Final applicable testing was completed and tests passed to operating specifications. Factory analysis revealed a component failure on the cpu board. The component failure may result in shut down of the ventilator during normal ventilation mode operation.